Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and reviewed the logs. The low voltage power supply was out of specification. The representative measured power supply voltage when arrived on site and cleaned or reseated power supply connectors, then measured voltage. The representative adjusted potentiometer and took both 2d and 3d exposure, and rebooted system 3 times. Measured voltage throughout this, and verified it was constant. System checkout was completed. System was fully functional at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that during a case the site attempted first spin, it would not complete. They heard a 'clicking sound' coming from the image acquisition system. After multiple restarting and swapping from 2d, got the spin. When performing the second spin, it ended terminating itself halfway through the spin. No errors or messages popped up on pendant or mvs. There was no patient present during the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a less than 5-minute surgical delay. The procedure was a posterior cervical fusion. And there was no impact on patient outcome.

Event description:
Medtronic received information regarding an imaging system being used unknown procedure. It was reported that during a case the site attempted first spin, it would not complete. They heard a 'clicking sound' coming from the image acquisition system (ias). After multiple restarting and swapping from 2d, got the spin. When performing the second spin, it ended terminating itself halfway through the spin. No errors or messages popped up on pendant or mvs. There was patient present during the event. The impact on patient outcome and surgical delay was unknown.

Manufacturer narrative:
Correction in ed and updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.